Event description:
It was reported that, "cage was implanted and would not release from inserter. Removed from patient with inserter and cage was taken off inserter with a needle holder. New cage was implanted."

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment.results: the customer event of an avs unilif spacer was confirmed via visual inspection. It was observed that there was damage around the insertion hole; the damage may have been caused by over tightening as the damage appears to match the mating face of the inserter. Possible contributing factors include misalignment of the inserter to the cage and/or the inserter may have been over tightened onto the cage. Conclusion: the root cause of the failure is likely user error.

Event description:
It was reported that, "cage was implanted and would not release from inserter. Removed from patient with inserter and cage was taken off inserter with a needle holder. New cage was implanted."